Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported there was a speaker malfunction inop message and no sound coming from the mx40. The device was not in use on a patient.